Event description:
The patient reported that his resmed face mask was damaging his right eye.

Manufacturer narrative:
During the preliminary investigation, we visually inspected the returned mask and all components were acceptable. The mask will be sent to the design house for further investigation.